Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged and damaged in insulation and body. A revision was performed however during the procedure it was noted that the saline came out near suture sleeve upon flushing the lead. The lv lead was explanted and replaced with new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead revealed inner/outer coils compressions noted at 29.8 centimeters from the terminal pin. Additionally, tool marks and punctures were also noted in poly insulation of this location. Continuity and pressure testing were performed and an issue found due to the cathode coil fractured and damaged site from the terminal pin. The lead body anomaly is consistent with grabbing tool damage. Laboratory testing was unable to confirm the allegation of dislodgment as no irregularities noted at tip region of the lead.